Event description:
The hcp reported the pt was experiencing paraplegia. An MRI showed a "problem with the catheter," at explant, the hcp noted a granuloma on the distal end of the catheter. A follow up report will be sent when additional info is rec'd.